Event description:
During placement of spinal needle, the patient began to feel that she would pass out and leaned to the side. The spinal needle was removed and it was noted that the distal 1 inch was missing and it was presumed to be in the patient. The patient received CT scan that confirmed the needle tip near the l3 spinous process. The patient was scheduled to have the needle removed by a surgeon the following day.